Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that an IV pole for hta system was used during a hysteroscopic thermal endometrial ablation (hta) procedure (B)(6) 2008. According to the complainant, the ablation had been going for a minute or so and then a high temperature alarm (95c) sounded and the unit shut itself down. The procedure completed with a different device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The hta console was evaluated, and the complaint was confirmed. Visual eval found corrosion of 5 volt pins that were then replaced. The device history record revealed no issues that could be associated with this incident. (B)(4).